Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. Visual inspection found no notable conditions. The bravo delivery system was investigated visually for external damage. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: fgs-0636, fgs-0636 cf delivery dev caps bravo x5 (lot#:63882f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the capsule, the device failed to attach to the patient's esophagus on two separate occasions. Initially, the capsule was found in the patient's mouth after the first unsuccessful attachment attempt. A second attempt to attach the capsule was also unsuccessful. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. The medela pump was used, reaching a pressure of 550 mmhg prior to placement, and lubricant was carefully applied to avoid covering the suction chamber. There were no reports of patient harm, additional airway support, or unplanned hospitalization as a result of these events.